Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4) complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the repeated use and damage. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the failure is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sizer was not stable when putting on the distal femur. The connection at the side was loose. No adverse events have been reported as a result of the malfunction.